Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). No intervention was reported.

Event description:
Additional information received noted that post-paced t-wave oversensing (pptwos) event was discovered remotely. The patient was stable.

Manufacturer narrative:
Correction: previously reported as an in clinic discovery in field b5, now updated to remote.